Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the left aorta in a 39-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in scai stage b shock, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). While the patient was in the intensive care unit (ICU), the patient was experiencing ventricular tachycardia (vt) when at higher p-levels, despite good placement. The post-procedure outcome is unknown. The impella functioned at p-6 at 4.3l/min as intended. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
H6 (health effect - impact code) patient code changed from serious injury to medication required h6: updated codes based on the results of the investigation h11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.